Event description:
It was reported that the guidezilla was stuck in the anatomy. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior tibial artery. A guidezilla guide extension catheter was selected for use. During the procedure, when the non-boston scientific balloon catheter was tried to be removed after inflation was performed, the balloon catheter fitted with the guidezilla and were stuck together in the target lesion. Both the guidezilla and the balloon catheter could not be pulled out from the target lesion. The device was removed together with the system and procedure was completed with another of the same device. No patient complications were reported.